Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The insertion site was abdomen.the patient received treatment with correction bolus via pump, and the event resolved. No further information is available.